Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2025. The patient was discharged on aspirin. At the three (3) month routine follow up, echocardiogram and tac (computerized axial tomography) imaging showed a device related thrombus on the area between the closure device and ridge. The closure device remained in a good position with a complete seal and no leaks noted. The patient was placed on anticoagulation medication (sintrom) for three months.